Event description:
Pt complains of cold hands, numb feet, poor circulation, change in skin color, atrophy of lower legs, body and joint aches, blood vessels visible through skin, chronic fatigue, shortness of breath, itching, dry eyes and mouth, emotional distress, and scleroderma.